Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is synthes affiliate. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review was completed. Part number: 399.550. Synthes lot number: t999223. Release to warehouse date: 02-dec-2013. Manufacture site: (B)(4). Part expiration date: n/a. List of nonconformance¿s: n/a. A review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the complaint condition. No ncrs were generated during the production of this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the chisel blade was broken on (B)(6) 2018. It is not known how the device was broken. No patient involvement was reported. This report is for one (1) chisel blade. This is report 1 of 1 for (B)(4).